Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-9597-20 angled reamer sleeve batch number: 37622318 was received for investigation. Visual evaluation of the returned device noted no apparent issues with the exterior of the device. Functional testing was performed by assembling the returned device with the returned ar-9678 angled reamer orientation handle and it was found that the ar-9678 securely locked and unlocked as intended with the ar-9597-20. No problem found. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025 , it was reported by a sales representative via (B)(4) that an ar-9597-20 reamer sleeve fused into the ar-9678 orientation handle and would not spin. This occurred during use in a case with no patient effect.